Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, the tubing snapped off and was no longer attached. Her blood glucose level was 467 mg/dl, which she treated with a shot. She changed the tubing and everything was fine. She also had issues from time to time with getting the quick release back on after taking a shower. No further information available.